Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a smart touch bidirectional catheter and a foreign material device malfunction occurred. This catheter was removed from the patient¿s body during the procedure and when they advanced the catheter back into the patient¿s heart, the catheter got stuck (lodged) on the hepatic vein. The catheter was removed with force successfully with no injury. It was noticed after the catheter was removed that there was a white color tissue on the catheter shaft but there was no physical defect noticed on the catheter. Per the customer, they have not seen this kind of catheter stuck on the vein before. The catheter was not exchanged and was not used to complete the case. The procedure was completed. Upon request, additional information was provided on the event. It was confirmed with the physician that there was no patient consequence/complication and he does not believe it was an issue with the catheter. The catheter was lodged in the hepatic vein (a vein in the liver). The patient did not require prolonged hospitalization.